Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg was inoperable as he had not charged his system for an extended period of time. The scs ipg was explanted and replaced on (B)(6) 2016. Effective stimulation coverage was reportedly restored postoperative.